Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the right atrial (ra) lead dislodged. The ra lead was sitting back in the superior vena cava (svc). After a few attempts to reposition, it was fully removed and replaced. The patient experienced both nerve and diaphragmatic stimulation. No further patient complications have been reported as a result of this event.